Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leakage on the back of the ilet and inside the cartridge chamber after a routine supply change, followed by an unresponsive wake button that only functioned while on the charger and later would not power on at all; blood glucose reached 320 mg/dl for about two hours, and the user transitioned to backup therapy. Symptoms included hyperglycemia without ketone testing, medical intervention, or other acute effects. Outcomes included temporary interruption of insulin delivery and user-initiated use of backup therapy. Investigation included guided troubleshooting, device restart while on charger, supply replacement, and receipt and inspection of the returned device. Investigation of this case revealed a hardware malfunction involving the sleep/wake button and a fluid ingress or leakage pathway associated with the cartridge interface, with no alarms reported. It was concluded that the cause was a device component malfunction of the sleep/wake button leading to intermittent failure to activate the user interface.